Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose was over 600 mg/dl. The customer stated their blood glucose was high from the food they ate. The customer also reported a bolus anomaly when they attempted to treat their blood glucose of 452 mg/dl. Troubleshooting found the insulin pump did deliver a bolus during this incident. Customer's blood glucose dropped to 251 mg/dl at the end of the call. The insulin pump will not be returned for analysis.